Event description:
Facility reported that when you pull the handle of the coupling, it gets warm. He reported that it may have bad bearings. The bearings are grinding on inside. There was no patient involvement. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The reporters complaint that the unit is running hot could not be confirmed. The device was tested and the complaint was not duplicated. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.